Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped and the touchscreen is now cracked and missing pixels. Reportedly, the touchscreen is still functioning but is difficult to read. Customer's blood glucose levels were not impacted.